Event description:
It was reported that the hd camera head had poor image quality in the form of continuously repeating white flash. The issue was found during installation. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the evaluation and legal manufacturer's final investigation. New information added to the following fields: h3, h6. Corrected fields: e1,e2,e3,g2 (the checkbox for 'health professional' should remain blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation the root cause could not be identified since the problems causing the flickering image were not found. Olympus will continue to monitor field performance for this device.